Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed and passed. A pairing test was performed and failed. The reported event of loss of connection was confirmed. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.